Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that during a breast biopsy procedure, the needle of the device allegedly bent. The procedure was completed using another device. The patient experienced bleeding; however, the current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation, four electronic photos was provided for review. First photos shows a magnum needle slightly bent and label were provided catalog and lot number were verified. Second photo shows the magnum needle, the needle appeared to be clean. Third and fourth photos shows the magnum needle, the needle was noted to be bent. Based on the photos reviewed, the reported bent needle can be confirmed. A definitive root cause for the alleged bent needle could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 08/2021. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast biopsy procedure, the needle of the device allegedly bent. The procedure was completed using another device. The patient experienced bleeding; however, the current status of the patient was unknown.